Manufacturer narrative:
This report is submitted august 22, 2018.

Event description:
Per the clinic, the patient developed a blister behind the pinna and experienced a performance decrement, pain, and heat at the implant site resulting in the decision to explant the device (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. The patient is being clinically managed by the health care provider.